Event description:
It was reported that the patient presented with dizziness and diaphragmatic stimulation from the left ventricular (lv) lead. The lead was turned off since the patient felt stimulation from each of the lead's four electrodes. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.